Event description:
It was reported that rippling was noted on the patient's modular cable on (B)(6) 2023. The patient was evaluated on (B)(6) 2023. Log files captured driveline power a faults on (B)(6) 2023. The controller and modular cable were replaced. The driveline power fault alarm did not return, but it was suspected that data did not return to normal. On (B)(6) 2023 the driveline power faults returned. The patient was stable and admitted to the hospital. Follow-up log files confirmed the driveline power fault alarm associated with abnormal current sensing. The pump itself appeared to be operating as expected. The patient's controller was exchanged to a 1.7.0 controller. The driveline fault alarm resolved. Log files confirmed no driveline power faults were noted and the current sensing appeared to be operating normally. On (B)(6) 2023 the patient had an alarm at home. They were to report back to the hospital. Log files confirmed driveline power a fault alarms on (B)(6) 2023 from 10:21 to 16:00.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: fluid ingress in the pump end inline connector was confirmed by an onsite evaluation by an abbott representative. The observed fluid ingress would have contributed to the driveline power fault alarms that were confirmed through review of the submitted log files. A specific cause for the fluid ingress could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the hm 3 lvas patient handbook, rev. D are currently available. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot system alarms including driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Section 8 of the IFU entitled ¿equipment storage and care¿ and section 6 of the patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that surface corrosion on the female side of the driveline connector was cleaned with 99% alcohol.